Manufacturer narrative:
Manufacturer reference: (B)(4). Catalog # igtcfs-65-1-fem-celect. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at the (B)(6)." Additional information was received 11dec2015: "the filter was placed on (B)(6) 2012 via percutaneous puncture of the right common femoral vein through the right groin with a 5 french sheath. A 7 french sheath was advanced into the infrarenal cava and select option filter was deployed in the infrarenal ivc. The filter was placed at (B)(6). The filter was attempted to be removed on (B)(6) 2013 at (B)(6) because it was no longer needed after bariatric surgery. There was a broken leg of the filter positioned inferior to the existing filter. It was also tilted and snare could not be placed around the apex or hook of the filter. An omniselect catheter was used to engage the apex of the filter placing it around the neck and between the wall of the inferior vena cava. Attempts were made to pull this filter back into the sheath but the wire failed and the apparatus was removed. One more attempt was made with a different wire but this was also unsuccessful. Ultimately, the filter was not changed in its orientation or position and there were no broken fragments. It is noted that an inferior venacavogram showed a pre-existing fracture of a leg which is likely chronic and stable". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged unsuccesfull retrieval attempts and fracture are unknown. Filter fracture and difficult retrieval are known risks in relation to filter implant reported in the published scientific literature. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2012 at the (B)(6) hospital in (B)(6)." Additional information was received 11dec2015: "the filter was placed on (B)(6) 2012 via percutaneous puncture of the right common femoral vein through the right groin with a 5 french sheath. A 7 french sheath was advanced into the infrarenal cava and select option filter was deployed in the infrarenal ivc. The filter was placed at (B)(6) hospital. The filter was attempted to be removed on (B)(6) 2013 at (B)(6) hospital because it was no longer needed after bariatric surgery. There was a broken leg of the filter positioned inferior to the existing filter. It was also tilted and snare could not be placed around the apex or hook of the filter. An omniselect catheter was used to engage the apex of the filter placing it around the neck and between the wall of the inferior vena cava. Attempts were made to pull this filter back into the sheath but the wire failed and the apparatus was removed. One more attempt was made with a different wire but this was also unsuccessful. Ultimately, the filter was not changed in its orientation or position and there were no broken fragments. It is noted that an inferior venacavogram showed a pre-existing fracture of a leg which is likely chronic and stable". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Unk as information was not provided. Catalog#: unk but referred to as a cook celect filter. Expiration date: unk as lot# is unknown. Since catalog# is unknown the 510(k) could be either (B)(4). Unk as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "pt was implanted with a cook celect filter on (B)(6) 2012 at the (B)(6) hospital in (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/11/2015 as follows: the plaintiff allegedly received the filter implant via the right common femoral vein on (B)(6) 2012 as pe prophylaxis prior to bariatric surgery. An unsuccessful attempted to retrieve the device occurred on (B)(6) 2013. The plaintiff alleges fracture, migration, tilt, vena cava perforation, device unable to be retrieved, pain, dyspnea, neuropathy, depression, and anxiety.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data based on new information received: adverse event and product problem to adverse event. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'fracture; migration; tilt; vena cava perforation; device unable to be retrieved, pain'. Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain, dyspnea, neuropathy, depression, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.